Manufacturer narrative:
Investigation into this complaint included a retain evaluation, a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation: alinity m resp-4-plex (list 09n79-090) lot 384108 retain sample was tested by the complaint investigation team. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. Lot 384108 met the acceptance criteria and validity criteria. Customer data review: review of the customer data was performed. The run which involved the discrepant result was valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. The customer stated that they suspected contamination; environmental contamination cannot be ruled out a probable cause. Environmental swabs resulted positive. Review of the customer's laboratory on-site identified a waste bottle with a funnel in the bottle opening located next to an alinity m instruments, as well as several boxes of alinity m integrated reaction units (iru) which could have been a source for contamination. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384108 (including the components). Did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4- plex amp kit (list 09n79-096) lot# 384108 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot# 384108 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-096) lot# 384108. A product deficiency was not determined by this review. Based on the investigation elements, a product deficiency could not be identified by this review.

Event description:
The customer reported 7 false positive results for the sars-cov-2 target on the alinity m resp-4-plex assay. The customer reported the following samples as false positive on alinity m resp-4-plex assay. Sample ID and test date (B)(6). The samples were retested on simplexa (diasorin) and on genexpert (cepheid), and found to be "not detected" on both platforms. The "not detected" results were reported out of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay. List number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay. List number 9n79-96, which received FDA eua approval. As the event occurred over multiple run dates. The following additional mdrs have also been submitted with the following date of occurrences and suspect products: 3005248192-2023-00149, date of event (B)(6) 2023 with suspect product alinity m resp-4-plex list number 9n79-90 lot 384108 3005248192-2023-00150, date of event (B)(6) 2023 suspect product alinity m resp-4-plex list number 9n79-90 lot 384108 3005248192-2023-00151. Date of event (B)(6) 2023 with suspect product alinity m system. List number 08n53-02 serial number (B)(4). Date of event (B)(6) 2023 with suspect product alinity m system. List number 08n53-02 serial number (B)(4).